Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the incident was kidney perforation related. The device was not replaced.

Manufacturer narrative:
According to the complaint description, the sample and the lot number are not available. After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the item number, the lot number nor the sample are available. Thus, no investigation can be made for this complaint. As the item number is not available, we were unable to identify the supplier of the guidewire incriminated in the complaint. However, this complaint will be used for trend analysis. A clinical assessment was performed and concluded: "double loop ureteral stent kits and seldinger guidewire are routinely used in urological practice. This type of medical device must only be used by trained and experienced professionals. The ifus emphasizes the need to introduce the guidewire with the flexible tip first and to advance it slowly and cautiously, under fluoroscopic guidance. Urinary tract perforation during guidewire use has been attributed to the stiffness of the guidewire flexible end by the complainants. Nevertheless, we cannot exclude iatrogenic causes in the event of procedural deviations from the IFU such as: advancing the guidewire with excessive speed or force, introducing the stiff tip of guidewire first, introducing the ureteral catheter up to the kidney instead of ureteral meatus". A similar case study was performed based on "seldinger guidewire", on the same defect from october 2021 to october 2025: 10 similar cases were found.

Event description:
According to the available information the incident was kidney perforation related. The device was not replaced.